Event description:
The customer reported that when they attempt to close the zipper the slider is off track. This was discovered during use but there was no patient incident or injury that occurred. The customer did not state exactly what zipper this was on.

Manufacturer narrative:
Evaluation results: evaluation of the returned product found that only the right side window was returned for inspection and the slider body is bent open to the point that it won't stay on the zipper track. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use the zipper pull-tabs and ensure that zippers are fully closed. (B)(4).